Event description:
It was reported that an ilet user manually paused insulin delivery during exercise, resulting in a two-hour interruption in insulin and subsequent hyperglycemia, with glucose reaching 278 mg/dl before trending downward to 231 mg/dl after a supply change. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and resolution with user action and education. Investigation included review of system data and user interview. Investigation of this case revealed user-initiated interruption of insulin delivery and no device malfunction or alerts. It was concluded that the event was related to user action, and the device functioned as designed following education and continuation of therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.